Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could not confirm the reported event. During servicing of the device, the fsr found a oxygen (o2) hose leak. After replacing the o2 hose, the fsr performed the operational verification procedure and returned the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the device has a blank screen. The customer reported there is no patient involvement associated with the event.